Event description:
During an in clinic follow up, the device was unable to be interrogated. Premature battery depletion was suspected as in february 2025 the remaining longevity was estimated to be 18 months. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The reported event of failure to interrogate was confirmed. The device was received operating in reset mode. Analysis of device image indicated device went into backup mode due to low battery voltage. The device was restored, and further testing found the device at end of life (eol). Longevity assessment was performed, and implant duration exceeded total projected longevity indicating normal battery depletion.